Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced phrenic nerve palsy. During a transcatheter myocardial cryoablation to treat a paroxysmal atrial fibrillation (paf), a polarxfit catheter was selected for use. The right superior pulmonary vein (rspv) was cooled using the 31mm device for 124 seconds, and -60 degree was the lowest temperature. The diaphragm movement sensor (dms) sensor was also used while using compound motor action potential and palpation. The response of the phrenic nerve became weak, so a double stop was performed. There was no improvement during the procedure. The procedure was completed. The device is not expected to return due to disposal.